Manufacturer narrative:
Medwatch fields d4 lot no and d4 expiration date were updated. As no sample material was available, further investigation was not possible. The investigation was unable to identify a specific root cause.

Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hbc ii results from the cobas e411 disk analyzer. Sample 1 initial result was 0.119 coi (reactive), and the repeat result on a vidas analyzer was 1.95 (negative). Sample 2 initial result was 0.755 coi (reactive), and the repeat result on a vidas analyzer was 1.67 (negative). Sample 3 initial result was 0.993 coi (reactive), and the repeat result on a vidas analyzer was 1.71 (negative).